Event description:
In pharmacy IV cleanroom a bd e-z scrub 160 brush was opened to assist in handwashing. It was noted by IV technician that the scrub brush contained a dark, smelly substance on one part of the scrubber surface. Technician removed scrubber from area and restarted processes with a new scrubber.